Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that a 2.25 x 13 mm pixel stent was deployed in 2006. At a follow-up on approx three and a half months later, 75% in stent restenosis was observed. Poba was performed at 9 atm with another company's 2.25 x 15 mm balloon catheter. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of pt benefit. There does not appear to be any indications of a stent delivery system quality problem.